Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on radio frequency board. The pump was unable to perform idle current test, run current test, and self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to blank display. The pump had minor scratched display window.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 385 mg/dl. The customer stated that she replaced the battery and the pump was still off. The customer stated that she went through tsa but the pump did not go through the scan. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.